Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, the patient's husband stated his wife had a leonard catheter inserted last spring for tpn and lipids. He said that both lumens have been working well until two days ago when the white lumen became sluggish. The husband recalled that they were not taught to aspirate and check blood return prior to the start of the tpn or lipids. On (B)(6) 2017: the husband reported that, "the doctors found a crimp in the line where it enters the skin, and consequently a small rupture in the sluggish lumen.¿